Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-00016, 2134265-2014-08399. It was reported that automatic pullback failure occurred. During percutaneous transluminal coronary angioplasty (ptca), intravascular ultrasound (ivus) was performed. A motor drive unit was used in conjunction with icross¿ imaging catheter to view an unspecified target lesion. During procedure, it was noted that it was unable to perform automatic pullback. No patient's complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Examination of the device revealed that no damages were found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-00016, 2134265-2014-08399. It was reported that automatic pullback failure occurred. During percutaneous transluminal coronary angioplasty (ptca), intravascular ultrasound (ivus) was performed. A motor drive unit was used in conjunction with icross imaging catheter to view an unspecified target lesion. During procedure, it was noted that it was unable to perform automatic pullback. No patient's complications reported.